Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleged to have lung nodules while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung nodules related to CPAP device's sound abatement foam. The reported event and its reported severity was reviewed by the manufacture's clinical expert. The event is not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's service centre for further evaluation. The device was evaluated. There was evidence of white talc / dried white powder. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There was 1 error found. The manufacturer concludes that they could not confirm the customer allegation and there was no visible foam degradation and no evidence of sound abatement foam degradation. Section h6 updated in this follow up report.